Event description:
Ous MDR - after an implantation time of about 15 months, it was reported that the device displayed an error message during a regular follow-up. The subsequent re-initialization of the pacemaker was successful. The following device check also did not show any further anomalies. The patient was scheduled for the next follow-up on (B)(6). After analyzing the data, it was decided to explant the ICD on (B)(6) 2016. It was returned to biotronik for analysis. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
Analysis results from (B)(6) 2015 the returned data were analyzed. The analysis showed that the device automatically activated the safe program on (B)(6) 2015 because of damaged memory content. In general, the device is able to correct individual memory sections on its own. If automatic correction is no longer possible, the device reacts according to specification by switching to the safe program to ensure the safety of the patient. A corresponding warning message is displayed to the user during the interrogation of the ICD. After successful re-initialization in the clinic, the implant functioned as expected. The available data did not indicate a malfunction of the pacemaker. In summary, the analysis of the available data identified damaged memory content. The cause of the damaged memory material could,h however, not be determined. It can therefore not be ruled out that external influences have contributed to the clinical observation. Analysis results from (B)(6) 2015 the returned data from the follow-up appointment on (B)(6) 2015 were analyzed, and in the process new and repeated damage to the memory content of the pacemaker was detected. Based on the available data, a device malfunction can therefore not be ruled out with certainty. To prevent potential harm to the patient, we therefore recommend exchanging the device out of caution and returning it to biotronik for analysis. Of course, this recommendation cannot replace the medical evaluation and weighing by the physician in regard to the individual circumstances of the patient. Analysis results from (B)(6) 2016. After its receipt, the pacemaker first underwent a status interrogation. It did not show any anomalies at first. The pacemaker's ability to provide therapy was tested. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed specification-conforming behavior in regard to its device functions. In a next step, the pacemaker underwent a long-term test. For this, the device was stored for 86 days at an ambient temperature of 37, c, and the memory content was checked regularly. During this time, damage to the memory content occurred repeatedly and irregularly, which confirms the previously observed behavior. Further electrical analysis showed that the recurring damaged memory content was due to a defective memory cell in the data memory of the pacemaker. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. A performed standard electrical final test documents proper device behavior. It can thus be assumed that the detected cause of the clinical observation only occurred after delivery of the device. Based on the existing information, the time when this happened can, however, not be determined. In summary, a damaged memory cell could be determined as cause of the clinical observation. This had no impact on the therapy functions of the pacemaker. The device was able to provide therapy without restrictions. Remedial action/corrective action/preventive action/field safety corrective action.